Manufacturer narrative:
The blade subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed that one tab was broken at the blade mount. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The returned blade was measured where possible and all critical specifications were met.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that an x-ray was performed which confirmed the broken piece was not in the patient. It was further reported that there were no adverse consequences as a result of this event. It was also reported that another blade was available and the procedure was completed successfully.